Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The decision was made to reprogram the system. It was noted patient felt some palpitations and were tired. Patient was sent home, and will have replacement procedure within near future.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.